Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02100 / 02092. Product location unknown.

Event description:
A patient enrolled in a clinical study underwent a left total knee arthroplasty and reported pain immediately post-implantation which subsided after a year.